Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. On (B)(6) 2017, a follow-up computed tomography (CT) scan reportedly revealed a type ib endoleak from the contralateral leg component (plc271000j/13970891) on the right side, and aneurysm enlargement (amount unknown). On (B)(6) 2017, the patient underwent a re-intervention procedure whereby coil embolization of the right internal iliac artery was performed, and an additional gore® excluder® component was placed to extend coverage. The type ib endoleak was resolved, and the patient tolerated the procedure.